Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure found embedded in the periodic fat') and device dislocation ('migration/migration of essure device location of device: device in abdomen') in an adult female patient who had essure (batch no. 689941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced insomnia ("insomnia"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced colitis ulcerative ("ulcerative colitis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headache"), migraine ("migraines / headaches") and complication of device removal ("remaining coil in place/no plans to remove remainder of device"). The patient was treated with ciprofloxacin, mesalazine (mesalamine), trazodone and surgery (surgical removal of coil(s)- removed coil in abdomen. Remaining coil in place and essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, migraine and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, urinary tract infection, colitis ulcerative, headache and insomnia had not resolved. The reporter considered abdominal pain, colitis ulcerative, complication of device removal, device dislocation, embedded device, headache, insomnia, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: migration, pelvic pain, abdominal pain, urinary tract infection, gi conditions, headaches, neurological condit/problems, select all injuries resolved post-removal none on (B)(6) 2010 - removed coil in abdomen. Patient currently not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: migration of essure device: one device (not sure which side left or right) had migrated to my abdomen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received - reporter information , lot number , event : " essure found embedded in the periodic fat" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure found embedded in the periodic fat') and device dislocation ('migration/migration of essure device location of device: device in abdomen') in an adult female patient who had essure (batch no. 689941) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced insomnia ("insomnia"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced colitis ulcerative ("ulcerative colitis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headache"), migraine ("migraines / headaches") and complication of device removal ("remaining coil in place/no plans to remove remainder of device"). The patient was treated with ciprofloxacin, mesalazine (mesalamine), trazodone and surgery (surgical removal of coil(s)- removed coil in abdomen. Remaining coil in place and essure removal). Essure was removed on (B)(6) 2010. At the time of the report, the embedded device, device dislocation, migraine and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, urinary tract infection, colitis ulcerative, headache and insomnia had not resolved. The reporter considered abdominal pain, colitis ulcerative, complication of device removal, device dislocation, embedded device, headache, insomnia, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: migration, pelvic pain, abdominal pain, urinary tract infection, gi conditions, headaches, neurological condit/problems, select all injuries resolved post-removal none on (B)(6) 2010 - removed coil in abdomen. Patient currently not planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: migration of essure device: one device (not sure which side left or right) had migrated to my abdomen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: embedded device. Lot number: 689941, manufacture date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 6-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: device in abdomen') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced insomnia ("insomnia"). In 2017, the patient experienced urinary tract infection ("urinary tract infection"). In (B)(6) 2017, the patient experienced colitis ulcerative ("ulcerative colitis"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), headache ("headache"), migraine ("migraines / headaches") and complication of device removal ("remaining coil in place/no plans to remove remainder of device"). The patient was treated with ciprofloxacin, mesalazine (mesalamine), trazodone and surgery (surgical removal of coil(s)- removed coil in abdomen. Remaining coil in place). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, migraine and complication of device removal outcome was unknown and the pelvic pain, abdominal pain, urinary tract infection, colitis ulcerative, headache and insomnia had not resolved. The reporter considered abdominal pain, colitis ulcerative, complication of device removal, device dislocation, headache, insomnia, migraine, pelvic pain and urinary tract infection to be related to essure. The reporter commented: migration, pelvic pain, abdominal pain, urinary tract infection, gi conditions, headaches, neurological condit/problems, select all injuries resolved post-removal none on (B)(6) 2010 - removed coil in abdomen. Patient currently not planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: migration of essure device: one device (not sure which side left or right) had migrated to my abdomen. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received. Event neurological condit/problems was updated to insomnia and gastrointestinal disorder was updated to ulcerative colitis. New events were added: migraines / headaches, remaining coil in place/no plans to remove remainder of device onset date of the events were added: uti and migration/migration of essure device location of device: device in abdomen. Severity of abdominal pain was added. Reporter information, treatment drug and lab data were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), urinary tract infection ("urinary tract infection"), gastrointestinal disorder ("gastrointestinal disorder"), headache ("headache") and nervous system disorder ("neurological condit/problems"). The patient was treated with surgery (surgery for removal). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation outcome was unknown and the pelvic pain, abdominal pain, urinary tract infection, gastrointestinal disorder, headache and nervous system disorder had not resolved. The reporter considered abdominal pain, device dislocation, gastrointestinal disorder, headache, nervous system disorder, pelvic pain and urinary tract infection to be related to essure. The reporter commented: migration, pelvic pain, abdominal pain, urinary tract infection, gi conditions, headaches, neurological condit/problems, select all injuries resolved post-removal none quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received. Reporter information updated. Patient demographic information updated. Product indication female sterilization updated. Essure start date and stop date updated. Events: migration, pelvic pain, abdominal pain, urinary tract infection, gi conditions, headaches, neurological condit/problems, plaintiff did not undergoes essure confirmation test were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.